Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead the helix would not extend. The pacing lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.